Event description:
It was identified during a period review of the programming history database that the patient's device had high impedance. No surgical intervention has been reported to date. No additional relevant information has been received to date.